Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer heard a "popping" sound when loading cartridge, and subsequently insulin was not observed to be delivering from the cartridge. Customer declined to provide additional information, and declined troubleshooting with tandem technical support. There was no reported adverse impact to customer's blood glucose level.